Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited no telemetry, no magnet response, and no output. Device was implanted on 01/07/98.